Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 7. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that seven infusion set cannula was leaking from the quick release. No further information was available.